Event description:
The customer reported a green fluid leak of unspecified volume from a unicel dxh 600 coulter cellular analysis system while the instrument was idle. The leak was not contained within the instrument, and no error messages were reported by the customer at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles, and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(6) 2015 and found a leak from partially connected tubing at wire marker #2 attached to the distribution valve (dv). The fse reconnected the tubing, which resolved the leak. The instrument ran without leaks and all repairs were verified per established service procedure. (B)(4).